Event description:
The customer reported that the patient suffered from an oxygen desaturation and suddenly the mx450 intellivue patient monitor rebooted which caused a loss of monitoring for 1'30 min. When monitoring resumed, respective alarm was still reported by the monitor. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.